Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal inspections found physical damage to the cover assembly unrelated to the reported issue. The device passed temperature confirmation testing and was able to power up properly without errors. Volumetric accuracy testing was performed and the device failed. The door assembly was inspected and found a cracked door piston and deteriorated piston foam. The cause of the issue was determined to be the deteriorated piston foam. The cover assembly, door piston and door foam were to be scrapped and the device sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, it was determined that the hc failed the therapy monitored fluid volume testing. No additional information is available.